Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up arrow) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings: the keypad was worn and the display lens was scratched when evaluated. The contrast button was unresponsive. The keypad was peeling at the up arrow. The down arrow button had an intermittent response, while the up and contrast buttons are completely unresponsive. The ok button responds properly when tested. Contamination was found under all button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.